Event description:
The reporter claimed that the animas pump may not be giving basal and all the bolus insulin programmed because the patient's blood glucose has been elevated in the 300-500 mg/dl. In addition, the patient reportedly had symptoms described as trace ketones, slight chest pain, and increased urination and thirst. The patient's doctor treated the patient with syringe until his blood glucose was lowered to 75-242 mg/dl. During troubleshooting, the animas representative assessed the patients alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There was no bent cannula issue or bubbles in the tubing. There was no change in the patient's activity, health, diet or medication. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. There was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of acute complication of diabetes while the patient was on animas pump treatment.

Manufacturer narrative:
Serial number: (B)(4).

Manufacturer narrative:
(B)(4): no defect was found. The pump ran for 24hrs and passed a 29 hour flow accuracy test and found to be delivering within required specifications .the pump was opened, no damage or moisture ingress was found to the force sensor circuit or to the power circuit. Last basal delivery was at 07:58am on (B)(4) 2011 and deliveries were never resumed after that. The pump powers up normally. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Performed "ez-prime" operation successfully. Force sensor calibration reading is within spec (step16).the battery and the cartridge compartments and caps are intact and able to tighten securely.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).